Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the hi-torque guide wire for ptca, pta, and stents instructions for use (IFU) states: hi-torque guide wires with hydrophilic coating: avoid abrasion of the hydrophilic coating. Do not withdraw or manipulate the hydrophilic-coated wire through a metal cannula or sharp-edged object. The investigation determined the reported difficulties appear to be related to IFU deviation and subsequent circumstances of the procedure as it is likely that interaction with the metal introducer as the guide wire was withdrawn then re-advanced resulted in the reported peeled coating. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the unspecified coronary vessel, the versaturn guide wire was advanced and then was withdrawn without any issues. When attempting to advance this versaturn again, the physician noted that the coating peeled when the versaturn was advanced in the catheter. The device was removed and was not used; it was confirmed no coating was left in the anatomy. Non-abbott devices were used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.